Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keypad was longer responding. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated the minutes change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with unresponsive keypad due to corroded keypad traces. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, broken battery tube threads, broken reservoir tube lip, fading serial number label, missing display window cover and pillowing keypad overlay.